Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature. The patient was not pacemaker dependent, however, was noted to be sensitive to rv pacing. Pacing impedance measurements were noted to be 240 ohms in unipolar configuration and 420 ohms in bipolar configuration. The lead configuration was left in unipolar as noise was observed as soon as programmed to bipolar. Boston scientific technical services (ts) discussed the potential of a lead insulation issue. No adverse patient effects were reported. This product remains implanted and in service.